Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The issue was reported to philips because the device displays therapy disabled message. There was no report of patient involvement.